Event description:
Procedure: hernia. According to the reporter: the customer states that the patient had umbilical hernia, performed an incision and drainage on (B)(6) 2012. Subsequently, (B)(6) performed a re-operation on (B)(6) 2012 to remove infected mesh (item code: (B)(4), lot# skg00531). No tissue lost. No extension of the incision. No blood loss of 500cc's or more. No fragment of the mesh left in the patient. Customer describes patient current medical status as satisfactory after product removed.

Manufacturer narrative:
(B)(4).